Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). (B)(6) need assistance on 8100 s/n (B)(4) is showing an error code 242.4030, I told (B)(6) that this error code is causing a motor stall. I ask him if he replaced some parts before this error code happen. Mark said he did replaced the bezel assembly and the ail assembly, I suggested to open the rear case and re-inspect the connection make sure cable harness connection are seated correctly and verify the o-ring with the motor that is all seated correctly. (B)(6) will do my suggestion, he will call back again if he need further assistance.